Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. The patient's symptoms included redness and drainage at the pocket site. The physician prescribed the patient anitbiotics and advised the patient to change the dressing twice a day. The physician believes that the infection was procedure related. The patient is reportedly doing well.